Event description:
It was reported that the procedure was to treat a proximal right coronary artery. A 3.5 x 12 mm vision stent delivery system (sds) was being advanced through a 6f guiding catheter when there was resistance noted and the sds could not exit the guiding catheter. The sds was removed from the guiding catheter with some resistance. A 3.5 x 8 mm vision was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis and the reported resistance was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.